Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 3-5 lpm of air pressure, and a 382-10 universal water column was connected to the unit for a real time operational scenario. The unit alarmed indicating it was not sensing the circuits. The power supply board was removed and a lab inventory power supply board was connected to the neptune. Again, the unit still alarmed indicating it wasn't sensing the circuits. The circuits were more closely inspected and it was noted that there was corrosion in the circuit connectors. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed corroded circuit connectors. The root cause for the failure is unknown.

Event description:
The complaint is reported as: the unit will not heat. The issue was detected prior to use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not heat. The issue was detected prior to use on a patient.